Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not available. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was fractured with bone loss and was removed. Implant crown loose 3-4 months per patient & crown broke off implant. Implant is fractured.

Event description:
It was reported that the implant was fractured with bone loss and was removed. Implant crown loose 3-4 months per patient & crown broke off implant. Implant is fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not available. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant collar fractured. Heavy presence of what had the appearance of bone tissue and dried blood on the outside threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient was reported to have high density (type I) bone. The reported device was located on tooth # 19 and was used for approximately 6 years and 8 months. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was fractured with bone loss and was removed. The reported complaint was confirmed for the fractured implant but could not be verified for the bone loss. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes . H10: additional narrative. The following sections have been corrected: d4: expiration date.